Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe aspiration was reduced significantly along the entire length of the tubing, as well as slowed, abnormal operation of the cutter during vitrectomy surgery. The surgery was completed on the same day after replacing the product with new surgical pack. There was no impact to the patient.